Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 2 1/2 months of support, the patient was placed on a bivalirudin drip due to increased pump power consumption and elevated lactate dehydrogenase (ldh) levels. The patient was also on dobutamine therapy due to symptoms of heart failure. The patient has reportedly remained hospitalized since implant and the international normalized ration (inr) has only been subtherapeutic once while being medically managed on a bivalirudin drip. Updated information submitted to the MFR through device tracking indicated that the patient's pump was subsequently exchanged due to suspected device thrombosis. No further issues have been reported for the patient.

Manufacturer narrative:
The explanted pump was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.